Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis. Troubleshooting was performed. Ran a fixed prime and the insulin exited. Advised the nurse to have the parents to call us back to complete the troubleshooting. No further information was provided.